Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and intubated with diabetic ketoacidosis. Reportedly, customer's healthcare provider believes the pump cartridge was empty, and customer ignored alerts. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.